Event description:
Resubmission of MDR 1825014-2017-00010. Original MDR was submitted incorrectly. This is in response to medwatch (B)(4). Upon evaluation of the incident skytron determined that the table did not malfunction but rather the facility did not follow instructions in the owners manual regarding extreme positioning. The manual states "the extreme positioning capabilities of the 3600b ultraslide table requires special attention for possible interference points when using multiple function positioning. As with the operation of any surgical table, a certain amount of care should be exercised to position the patient safely.". Also "this is in response to medwatch (B)(4). Upon evaluation of the incident skytron determined that the table did not malfunction but rather the facility did not follow instructions in the owners manual regarding extreme positioning. The manual states "the extreme positioning capabilities of the 3600b ultraslide table requires special attention for possible interference points when using multiple function positioning. As with the operation of any surgical table, a certain amount of care should be exercised to position the patient safely.". Also "the combination of minimum elevation (top all the way down), extreme trendelenburg positioning and top slide function may allow the back section to collide with the base or floor" is mentioned four limes throughout the operators manual. Combination of minimum elevation (lop all the way down), extreme trendelenburg positioning and top slide function may allow the back section to collide with the base or floor" is mentioned four times throughout the operators manual.